Event description:
It was reported the subject device had a deformation of electric resection loop found during surgical electrosurgery. It was found that the electric resection loop had fractured at both ends. The operating doctor immediately inspected the fractured part and found that it had not fallen into the patient's body. The issue occurred during a therapeutic uterine fibroid resection plus ring removal plus diagnosis and curettage. The procedure was completed using a replacement electric resection loop. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name shortened from "(B)(6) hospital. " due to restriction on number of characters allowed. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.